Event description:
It was reported that the patient was seen in the clinic due to their implantable cardioverter defibrillator (ICD) alarming. On interrogation double counting was noted on the electrogram (egm) and the ventricular fibrillation counter was at 14. Egm's showed ventricular sensing on time with the atrial pace, possible crosstalk. Interrogation of the device also noted the right ventricular (rv) lead impedance was high. A revision procedure was performed, the old incision was opened and an extensive hematoma removed from the pocket. Some retraction of rv lead was noted but the pin appeared to be in header. There was blood within header and on lead electrodes. The leads were cleaned, pocket washed out, more slacked added to rv lead and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6935m62, implantable tachy lead, (B)(6) 2013. (B)(4).